Manufacturer narrative:
The customer reported that the monitor at the central nurse's station (cns) will not alarm when the heart rate is above 120. According to the customer, the patient's heart rate is at 180 and the device is not alarming at all. Technical support (ts) asked the customer to pull out the details needed for the event investigation. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bedside monitor: cns: model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no.

Event description:
The customer reported that the monitor at the central nurse's station (cns) will not alarm when the heart rate is above 120. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the monitor at the central nurse's station (cns) will not alarm when the heart rate is above 120. According to the customer, the patient's heart rate is at 180 and the device is not alarming at all. Technical support (ts) asked the customer to pull out the details needed for the event investigation. There was no patient injury reported. Investigation summary: the device was not returned for evaluation; therefore, a root cause could not be determined. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the bedside monitor: cns: model #: ni serial #: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: no. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that the monitor at the central nurse's station (cns) will not alarm when the heart rate is above 120. There was no patient injury reported.